Manufacturer narrative:
Information from this event will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that tampon string came off while wearing it. The whole tampon stayed in other than the string. No injury was reported, no medical intervention needed.